Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited the nozzle blocked by foreign material. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction: (d5- operator of device) should be: other & olympus. Correction: (g2 ¿ report source) should be: company representative. Correction: (g3 ¿ date received by manufacturer) should be: 09/02/2024. Correction: (h6 - component code) also need to include: 525 - tube. Correction: (h6 - impact code) should be: no patient involvement. New information added to the following fields: h6. A review of the device history record found there were no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. Based on the investigation results, clogged foreign material in the nozzle & clogged air/water channel, could not be identified. The legal manufacturer confirmed there was no deviation from the reprocessing steps. Regarding the foreign material, we could confirm the clogging of the material in the nozzle; however, we could not identify the material. The foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage from connector and scope cover. Leakage occurred from connector and scope cover. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope.¿ olympus will continue to monitor the field performance for this device.